Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.